Event description:
The customer reported that a pt incident occurred on (B) (6) 2010 and was inquiring about the paging logs from that incident.

Manufacturer narrative:
Philips is reporting this incident only because this was characterized as a serious injury during monitoring with a philips device. Based on the available limited info, we will consider the loss of alarm paging to represent a possible device malfunction. Paging is labeled as a means of alarm info notification. Therefore, the issue would not be likely to cause or contribute to a death or serious injury if the paging device is used per product labeling (instructions for use). Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).